Manufacturer narrative:
Result: damaged siderail and footboard panels; inoperable scale; fowler was stuck at high height.

Event description:
It was reported by service report that the fowler was stuck at high height (60 degrees) and unable to descend electronically or manually; the siderails panels and footboard were damaged with exposed sharp edges and vectors which could allow fluid ingress; the scale was inoperable and no bed exit function available. No patient involvement or adverse consequences were reported.